Event description:
It was observed during the device evaluation that the subject device had debris inside the light guide lens, peeling of adhesive at the lens and the ultrasound probe, and the ultrasound probe was chipped. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause for the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.